Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the air bubbles clumping they tried to use reservoir plunger and insulin was exiting but air bubbles were not moving. Customer stated that the size of air bubble was bigger than soda bubbles and noticed during therapy. Customer stated that the location of air bubbles was past halfway the tubing. Customer was advised to check for leakage; however no leakage found. Customer also experienced high blood glucose level of 300 mg/dl and it was treated with blousing and manual shots. The reservoir will not be returned for analysis.